Manufacturer narrative:
(B)(4). S/w version = 4.11d. Retainer ring = clear. Case type = ngp. Customer returned pump for alleged cosmetic damage located at the battery area found on (B)(6) 2020. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at battery tube, cracked retainer, and cracked keypad overlay. Cosmetic damage was confirmed: cracked case at battery tube and cracked retainer. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump side of battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.